Manufacturer narrative:
The initial MDR 1226181-2015-00702 was filed on (B)(6) 2015. Corrected information ((B)(6) 2015): it was incorrectly noted that it was unknown if the corrected results were reported to the physician(s). The corrected results were reported to the physician(s). This was added.

Event description:
The corrected results were reported to the physician(s).

Manufacturer narrative:
The initial MDR 1226181-2015-00702 was filed on december 15, 2015. The supplemental MDR 1226181-2015-00702_s1 was filed on january 18, 2016. The supplemental MDR 1226181-2015-00702_s2 was filed on january 29, 2016. Additional information (03/17/2016): the ongoing issue of discordant ecrea results on a dimension vista instrument was resolved by switching to a new reagent lot. The instrument is performing according to specifications. No further evaluation of the device is required .

Manufacturer narrative:
The initial MDR 1226181-2015-00702 was filed on december 15, 2015. The supplemental MDR 1226181-2015-00702_s1 was filed on january 18, 2016. Additional information (01/05/2016): a siemens customer service engineer (cse) was dispatched to the customer site due to ongoing discordant, falsely depressed ecrea results. The customer ran patient samples on four different dimension vista instruments and obtained discordant results on all four. The cse requested the customer to repeat samples with results < 20 on the same instrument, as the customer performs repeat testing on alternate instruments. The cse performed a precision study. A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated there was no reagent delivery or sample over mixing issues. The cause of the discordant, falsely depressed ecrea results is unknown. Siemens is investigating this issue. Additional information (01/05/2016) the customer provided additional patient data.

Event description:
Discordant, falsely depressed enzymatic creatinine (ecrea) results were obtained on twenty three patient samples on a dimension vista 1500 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecrea results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed remote access for the ccc specialist to evaluate the instrument data. The ccc specialist discovered that quality control (qc) was within range. The ccc specialist aligned the reagent probe 3 (r3), reagent probe 4 (r4) and sample probe 2 (s2). A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the server 1 storage ring and chute were jammed with flexes and auto-trash was turned off. The cse removed the jammed flexes from server 1, chute and hub area. Server 2 and 3 were failing titration in diagnostics. The cse removed and cleaned server 2 and 3, after which diagnostics passed. The cse then aligned all servers, storage ring and bulk loader. The cse ran a quick check, which passed and verified all server and storage inventory. The cse replaced aliquot probe due to gel accumulation inside the probe and then aligned the probe to the drain. The cse cleaned clot debris from aliquot drain and ran all overmix, undermix and service methods on server 2, which passed. The cse ran qc, which was within range. The cse was re-dispatched to the customer site. The cse ran integrated multi-sensor technology (imt) sensor mix testing and chemistry wash (cw) leak testing, which passed. The cse replaced imt probe, imt drain , cw probes a, c and dryer probes d, g. The cse rebuilt the imt pump with new drain, flush, inlet and cleaner valves. The cse then replaced imt metering and flush pumps. The cse primed and ran air elimination. The cse ran a quick check, which passed except the cw bio-waste working vacuum span. The cse found aliquot drain block and adapter cracked, which were replaced and then vacuum was adjusted. The cse reran a quick check, which passed. The cse reran imt mix and cw leak testing, which passed. The cse ran qc, which was within range. After one week , the customer called ccc and informed them of additional discordant results obtained on three patient samples. The cse was re-dispatched to the customer site. The cse reran mix and service test methods on server 2, which were within specification. The cse proactively replaced r3 mixer. The cse ran precision alignment and reran r3 testing with improved results. The cse moved ecrea test to server 1. After four days, the cse revisited the customer site and performed troubleshooting. The cse replaced imt probe and ran imt mix test and urine qc, which passed. The cse moved ecrea test back to server 2. Customer is obtaining consistent discordant, falsely depressed ecrea results. The cause of the discordant, falsely depressed ecrea results is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine (ecrea) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). The customer reported several test results with initial falsely depressed values which resulted higher upon repeat. No specific information was provided on those samples. The customer obtained additional discordant results on three patient samples. The samples were repeated on an alternate dimension vista instrument, all resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecrea results.